Event description:
During ercp in 2002- a wire became stuck in pt- the pt had to be intubated-admitted to ccu and will be going to the or today to have the wire removed that dr was attempting an ercp. The stone was large. The boston scientific trapezoid stone crusher/basket could not crush the extremely hard stone and the mechanism that is supposed to pop off to release the basket did not and it was stuck, when trying to withdraw, the sheath covering slid off leaving the wire attached to the basket and stone. Inserted a stent grabber and it too got stuck. The pt was admitted, re-intubated due to discomfort and scheduled in 2009, to the or for an open cholecystectomy. Dates of use: 2009.